Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship between pd therapy with the liberty select cycler and the patient¿s hospitalization for peritonitis (characterized by abdominal pain and cloudy od effluent) exists. However, there is no evidence that supports the patient¿s escherichia coli peritonitis event was caused by a liberty select cycler malfunction or product deficiency. At this time, it is unknown what exactly led to the patient¿s escherichia coli peritonitis. Escherichia coli which a known colonizer of the human gastrointestinal tract and is a common cause for gram negative peritonitis infection which carries significant risk for mortality. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A contact for a peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler is receiving soft alarm-patient line is blocked during drain 2. Contact reports the patient has been discharged from the hospital recovering from an infection. Upon follow up, the pdrn stated that the patient was hospitalized from 15/nov till 18/nov due to peritonitis and had symptoms of abdominal pain and cloudy bags. The causative organism was said to be e.coli. The patient was treated with vancomycin and cefazolin. The patient visited the ER again on 19/nov for checkup and went back home the same day. The patient continued with pd therapy.